Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The proximity switch of the c-arm (collision protection) was damaged by external force and was permanently active. As a result, only slow movement (limited stand/table movement) of the c-arm was possible. Slow movement is a safety mode that allows, under the conscious control of the operator, to make further movements, even within the collision zone, when the collision computer is inactive. According to information provided by the customer, the operator accidentally drove the system onto the system's foot switch, damaging the system's collision mechanism as described. The operating instructions contain adequate instructions on how to handle the system in order to avoid endangering the patient, other persons and also the system itself. Explicit reference is made to the necessary attentiveness of the operator during this slow drive, where the collision computer is inactive. The affected part has been exchanged by the local service organization and the error did not reoccur. A systematic error of the system could not be detected by the examination. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis zee multi-purpose system. During an interventional procedure, the user reports limited stand/table movement. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate of the reported event.